Event description:
It was reported to philips that flexvision control computer failed to start; resolved by hard disk replacement on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part and reinstalled software, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).